Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device showed episodes of non-sustained right ventricular oversensing most likely due to myopotentials. Technical support resolved the issue with reprogramming. There were no adverse consequences to the patient.